Manufacturer narrative:
Additional information has been received, the previously reported event is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent.

Event description:
It was reported that today while doing a clavicle case at hospital, doctor stripped 7 total screws and complained about the screwdrivers/quality of the screws. No broken screws were left in the patient. The stripped screws were discarded by the staff. (B)(4) is related to (B)(4) which captures additional impacted products.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.